Event description:
The customer originally returned their olympus visera elite video system center due to damaged unspecified connector pins noted during preparation for use. According to the initial report, the procedure was complete using another device. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the video connector pins were damaged and unable to make a connection. This report is being submitted to capture the damaged video connector pins that could not make the connection.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. The unit did contain broken pins. However, as noted, these pins were discovered to be the video connector pins, preventing a proper connection for the device, and causing no image to appear. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the pins were confirmed to be deformed, but a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.